Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported their system controller "heated up causing near burning of the skin" back in (B)(6) 2013. The patient was changed to their backup controller.

Manufacturer narrative:
The date of the event is an estimated date. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.